Event description:
During a colonoscopy, a cook instinct endoscopic hemoclip was used to clip an area in the descending colon described as less than 4mm in size and requiring hemostasis clipping. The first clip worked and the physician decided to use a second clip to make it even better. The second clip clipped over the first clip. At this time, the drive wire disconnected in the handle and would not release the clip from the deployment device. The clip could not be reopened. When the physician used a pair of pliers to grab the drive wire and pull back in an attempt to force release, the drive wire kept coming out but the clip would not release. The physician decided to remove the endoscope, leaving the clipping device in place. An attempt to cannulate the clipping device was made but by the time the physician made it down to the clipping site, the clip deployment device released the clip. The clip remained in position, attached to the clipping site. The physician decided not to clip again as the site did not bleed any further or require additional clips. There was no harm to the pt due to this procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore, all the pieces of the device are accounted for. The sheath and drive wire were cut near the handle by the user in an effort to release the clip from the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of the device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.